Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow up in clinic the atrial lead was found to be dislodged. The physician opted to leave the lead where it was and the patient was stable.